Manufacturer narrative:
This event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. There was no indication the death was device related; the cause of death has been requested but has not been received. Our records indicate the patient expired more than one year ago. Evaluation summary: the analysis indicated the device had reached normal battery depletion.

Event description:
It was reported the patient slipped and fell with subsequent fracture of 4 ribs. The patient suffered sudden arrest in the hospital, and died. The patient was not pacemaker dependent. There is no allegation from a health care professional that the death was device related. Additional information reported the patient had a medical history of myocardial infarction, diabetes, and hypertension. The physician was questioning if the patient's fall was related to syncope due to a malfunction of the device.